Event description:
Patient with stage 3 vaginal vault prolapse undergoing sacrospinous ligament suspension, possible anterior/posterior repair, and cystoscopy. During the procedure, a capio slim suture capturing device was used. Upon its removal from the patient's body, operating room staff noted that the "metal ball" was missing. A thorough search of the patient was done and no retained foreign object was noted. Later, an x-ray of the suture capturing device was done and the "metal ball" was noted within it. This event did not result in any injury to the patient nor did it prolong her procedure or hospital stay.